Manufacturer narrative:
As no additional information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this left ventricular lead was surgically abandoned due to high pacing thresholds. No additional adverse patient effects.